Event description:
It was reported the subject device had an image issue; the image kept going between red-green when in use. The event occurred in preparation for an unspecified procedure. There were no reports of patient harm..

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in outer tube area (distal end) is damaged, outer tube had a dent, meniscus of charged coupled device section was found broken. The video cable was also broken, hence error b32 occurred, therefore no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical and mechanical degradations of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer..